Event description:
With good pressure in the ventricular catheter when the valve was interposed between the ventricular and the peritoneal catheters, cerebro spinal fluid would not flow through the peritoneal catheter.